Event description:
It was reported that the device captured two non-sustained ventricular tachycardia episodes in which noise was noted on the electrogram (egm). An x-ray of the right ventricular lead looked normal, and the lead impedance trend was normal and no sensing integrity counts (sics) were noted. The device will be monitored more closely and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).